Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device displayed an audio failed message. It was confirmed that the device had no sound. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.